Event description:
She reported that about a month ago she had an intense stimulation in the throat and now she claims that the vns has permanently changed her voice. Ent confirmed damage to her vocal cord. Impedance was in a normal range. No additional relevant information has been received to date.

Event description:
The generator is not available for return.

Event description:
Information was received that the physician notes the cause of the issues was unclear. Patient was initially offered reimplantation with a vascular co-surgeon, but patient's managing neurologist recommended against, because showed no seizure activity, rather non-epileptic seizure. Patient was not told there was damage.

Event description:
Information received that the patient was scheduled for full revision but the surgeon only cut the lead and removed. The full revision was planned due to the pain in the chest. The surgeon says that he didn¿t feel comfortable removing the leads because of the amount of scar tissue around the nerve. He cut the lead as close to the nerve as he could. The generator was explanted. Explanted generator has not been received to date.

Event description:
Information was received that since the patient¿s revision surgery (which was explant of generator and clipping the lead at the nerve), the patient has had fainting, gastrointestinal, and numbness (in the hands and feet) issues. Patient's mother reported to rep that the physician had stated that there was a lot of nerve and vocal chord damage due to the high stimulation. No additional relevant information has been received to date.